Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that three communication errors occurred during a surgery. Two of them occurred following error messages regarding the vigilance device. Reported delay of less than 30 minutes.

Event description:
It was reported that three communication errors occurred during a surgery. Two of them occurred following error messages regarding the vigilance device. Reported delay of less than 30 minutes.

Manufacturer narrative:
It was reported that three communication errors occurred. Event summary, device history record review and complaint history review did not identify any contributing factor. Technical investigation confirmed two events out of three, the third one corresponding to another complaint (see 3009185973-2018-00206) that occurred the same day but during a different surgery and with a different root cause. Technical investigation indicated that one communication error occurred due to a shared memory problem between two elements of the software. The other occurred due to an incorrect usage of the foot pedal.